Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap on the patient line of an amia automated pd set with cassette was missing. This was observed during set up for automated peritoneal dialysis (pd) therapy. This was further described as, when the patient tried to connect the patient line for pd therapy, the patient tried to pull the cap off and realized it was not there. The patient then started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.